Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by the supplier that the patient was hospitalized on (B)(6) 2016 with a fever of 105 and had stopped eating. The patient then returned home on (B)(6) 2016. It is unknown at this time if the patient was hospitalized or at home at the time of death and what the actual cause of death was. Unknown if the cadd® cadd-prizm® vip system was being utilized at this time.

Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection found the device to be in good condition with the keypad and labels intact. During functional testing, the device underwent three delivery accuracy tests; two tests were found to be slightly greater than the pumps manufacturing specification but were within the system specification for the infusion system. Additionally, the device sensors were verified to be functional and within specification. Evaluation and inspection found the device to operate within specification. Additional information included in follow-up report: device evaluation completion date: 08/01/2016. Of note, conflicting date of birth provided - (B)(6) 1950. As we were unable to clarify which date of birth is correct, both have been provided.